Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (10mg/ml, 0.062mg/day) in an implantable pump for an unknown indication for use. On an unknown date the patient experienced symptom return. During a refill procedure, an error prompt was seen on the clinician programmer. A battery reset, safe state occurred (reported as "pumpe in sicherheitsstatus, neustart aufgetreten"). No "motor stop occurred." There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient did not have any mris. The patient was switched to oral medication (at the request of the patient) and the pump was programmed to minimum rate mode. Targeted drug delivery (tdd) was discontinued. The product status was reported as implanted and out of service. The pump would not be replaced in the future. No surgical intervention occurred or was planned. The issue was considered resolved as of (B)(6) 2017. The status of the patient was stated to be alive and with no injury. There were no further complications

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was explanted and disposed by the customer. It was reported that the pump was not replaced by another pump. No further complications were reported and/or anticipated.

Event description:
Additional information was received. It was reported that the pump was explanted on the (B)(6) 2017 by dr. (B)(6), (B)(6). No further complications were reported and/or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the log information for the pump was not available. Programming information was provided that indicated that the error message was "pumped in sicherheitsstatus"; which meant that the pump was in safe state. The pump therapy is stopped now and the pain therapy is switched to oral medication on patient request. The pump will be explanted in (B)(6) 2017 on patient request as well. No further complications were reported and/or anticipated. The patient¿s concomitant medications included an unknown oral medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.